Manufacturer narrative:
Concomitant product(s): other relevant device(s) are: product ID: hg-18-90-32, serial/lot #: (B)(4), ubd: 31-oct-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx guide, applier and endoanchors were used in conjunction with a non mdt chimney stents for the endovascular treatment of a 103mm abdominal aortic aneurysm in the patient. The patient had previous implant of a talent stent graft system. It was reported that a total of 6 endoanchors were implanted proximally and the endoleak was resolved. It was noted that at the index procedure, procedural bleeding and oozing was observed at the incision site and this was noted to be related to the index procedure. It was reported that the patient had elevated act and inr. The patient was hospitalised, medication and a transfusion was given and the event was resolved the next day. No additional clinical sequelae were reported and the patient will be monitored.